Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a hida scan for their gallbladder and since had a sudden return of frequency symptoms. Patient connected to their device and found that stimulation was off, so they turned stimulation on and adjusted settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient did not feel stimulation so they thought they turned their stimulation off by accident. Patient was having to run to the bathroom all the time and was not getting relief because they were peeing all over themselves. Patient checked stimulator which was on at 3.6v and increased to 4.5v and felt stimulation comfortably. It was noted that loss of stimulation and return of symptoms was gradual. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported still having frequency issues. When patient services had the patient pull up settings, the implant was off. They had the patient turn stimulation on and increase to 3.1v where she felt stimulation. The patient called again on (B)(6) 2018 and reported that her stimulation had stopped, and she wasn't getting good symptom control right at the moment because she was still leaking and using pads. The patient stated on the end of getting a warning telling her when to go to the bathroom, she was fine. The patient was feeling stimulation in the correct area and had increased from 3.1v to 3.6v. It was noted that the return of symptoms was ongoing and gradual. No further complications were reported.